Event description:
I heard about crystalens while at the eye centers of f1 and had a very short eval & was told I was a candidate for crystalens. Long story short, had crystalens put in both eyes--I did not have cataracts. I started having severe light flashes about 15 months later. The light flashes continued. Five surgeries later, with retinal surgeons and corneal surgeon, I am blind in my left eye. I have all the records and my question is-- I did not have cataracts & was managing my visual problems with contacts. Question -- was crystalens approved for replacing lens in people without cataracts-as I had no cataracts. I have searched the internet, but I am hoping you can help me in a simplified way as this is all difficult & I know your mission is to protect the public and I was certainly not protected.